Event description:
The customer contact reported the pump was returned to the maintenance department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device powered off by itself without sounding an audible alarm tone after being unplugged from the ac outlet. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.